Event description:
The customer performed a blood glucose test at noon and received a result of 400 mg/dl. The customer dosed insulin and later passed out. Paramedics arrived at 5 or 6 pm and received blood glucose results of 45 and 65 mg/dl. The customers device gave a result of 400 mg/dl. The customer was given a pepsi and glucose. Control level one was in range. A request was made for the return of the suspect device and replacement product was sent.